Event description:
A valiant captiva stent graft system was implanted for the endovascular treatment of a 7 cm in diameter and 6.7 cm in length thoracic aortic aneurysm. Vessel morphology at the time of implant was reported as a ¿shaggy¿ aorta. Implant of stent graft was uneventful. The stent graft was implanted precisely at the distal edge of the lsa ostia as planned and had a 3 cm seal distal to the aneurysm. Four of the nine intercostal arteries were covered with the stent graft as planned; the artery of (B)(6) was approximately 10cm distal to the end of the covered stent graft. The patient was monitored throughout the procedure by a neurologist as there was an elevated concern for stroke with this patient due to prior tia and a shaggy aorta. Prior to stent graft placement an abbott filter was placed in the right carotid. In addition, the lsa, left ventricle and left common carotid were exposed surgically to allow clamping of these vessels prior to graft deployment. This precaution was taken for embolic protection of the brain. After clamping of the vessels the graft was rapidly deployed and the delivery system was re-sheathed before unclamping of the vessels. The valiant delivery system was removed uneventfully and replaced with an 18fr sheath in the right groin. The abbott filter was removed (with some difficulty in the re-sheathing process) and all wounds were closed. The patient was slow to awake after intubation but was moving both arms prior to leaving the hybrid suite. The physician reported one hour post index procedure completion that the patient was unable to move their legs. A csf drain was placed. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).